Event description:
My celltrion diatrust covid-19 am home test had zero filter tips, but should have had two. This didn't cause a problem for me (except not having a kit). Nevertheless, another hypothetical person with the same product defect would have a possible false result. The label indicates "covsp2001na 2023.01.16".